Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the follow defects were found: forceps/instrument channel malfunctions, crack or scratch of the light guide lens -no sharp edges, and defects around the distal end cover or forceps elevator. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus, that during reprocessing of the, evis exera ii duodenovideoscope faulty riser or elevator and stiff lever were noticed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.